Manufacturer narrative:
. E3: occupation: inventory coordinator the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tech prepped the 45cm 7fr destination with hep saline to flush and then wet the sheath with 4x4 as usual and the outer sheath material(green) broke off from the top and exposed the inner teal layer. Device was not used on a patient.